Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress ui/pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
(Interim medical records for the time period (B)(6) 2010 - (B)(6) 2013 are not available for review.) On (B)(6) 2013: erosion of mesh (per pfs) reviewer's comment: original operative report for the excision of eroded mesh was not available for review to substantiate the same.) First mesh revision surgery details: (per pfs). On (B)(6) 2013 underwent partial removal of mesh, excision of the lateral edge of the posterior mesh with debridement and oversewing of the tissue. (Indirect information from the office visit dated on (B)(6) 2013).